Event description:
Part 011445 flexicoupler and jelly tab combo pack - the customer reported: the earmuffs that we use for the hearing screen, the sticky part is extremely sticky and is very difficult to get off the patient. We used wet wipes to help take it off from the skin. Patient had a red ring around his right ear.

Manufacturer narrative:
Initial report ref natus complaint#(B)(4) (related to uf/importer report # (B)(4)). 15-feb-2024 -the customer was sent a adverse event questionnaire and was requested to confirm if the product will be returned for evaluation. Further investigation to be carried out.

Event description:
Part 011445 flexicoupler and jelly tab combo pack - the customer reported: the earmuffs that we use for the hearing screen, the sticky part is extremely sticky and is very difficult to get off the patient. We used wet wipes to help take it off from the skin. Patient had a red ring around his right ear.

Manufacturer narrative:
Follow up report 001 ref natus complaint# (B)(4) (related to uf/importer report # (B)(4). 28-feb-2024 -received the questionnaire from the customer. (B)(4) attempts have been made to the customer, in relation to getting the affected product returned to natus for evaluation. Attempts were made on february 28th, march 20th, april 11th, and april 15th and no response to date. Further investigation to be carried out.

Event description:
Part 011445 flexicoupler and jelly tab combo pack - the customer reported: the earmuffs that we use for the hearing screen, the sticky part is extremely sticky and is very difficult to get off the patient. We used wet wipes to help take it off from the skin. Patient had a red ring around his right ear.

Manufacturer narrative:
Follow up report 002 ref natus complaint#(B)(4). Update to section d4. - UDI# (B)(4). Section h10. Includes (related report # (B)(4)). No further follow up action has been recorded or cross referenced in this complaint for at least 45 days since the customer was last provided with troubleshooting information. The customer has not called back for additional troubleshooting or to confirm this issue is ongoing. Review of customer's account found no additional related calls. Complaint will be closed but may require future action if trending so prescribes. Per doc-(B)(4); rev c algo 5 risk analysis. Hazard ID 9.1 - skin irritant used in earphone construction. Earphone causes skin irritation. Effects (harm) - biological reaction on user/patient b-ra rating = low the hazard(s) identified have been evaluated and found to be in compliance with a known standard. As noted in qms-000018, hazards that have been evaluated and found to be in compliance with known standards can be presumed to be consistant with an acceptable level of risk, yielding an acceptable risk / benefit to the patient or user. The certificate of analysis (coa). And DHR data were reviewed. No issues noted. Failure confirmed: no. Investigation result code: neuro sbu/no response from customer.